Event description:
Follow-up information was received on 02-jan-2020: it was reported that the event was still resolving. The outcome of the event remained unchanged.

Event description:
Follow up information was received on 06 november 2019 from the reporter. Relevant medical history included prior dermal fillers with juvederm. There were no concomitant medications. No laboratory tests were performed. The event was not assessed as permanent, however, the reporter assessed that the treatment given was necessary to prevent a permanent damage. In the medical opinion of the reporter the event of vascular occlusion was related to the use of radiesse(+). The lot number was reported as 100118943 with an expiry date of 28 march 2021.

Manufacturer narrative:
The device history record of radiesse(+) injectable implant lot number 100118943 was reviewed. No nonconformances were noted that would have contributed to this event. A lot search was conducted on the reported lot number and no previous reports had been received on this lot number.

Manufacturer narrative:
Based on the information provided, this case was assessed as reportable to the us FDA as the event of vascular occlusion was deemed to meet serious injury criteria of necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record of radiesse(+) injectable implant could not be reviewed as the lot number was not provided.

Event description:
This spontaneous report was received from an acute care nurse practitioner (acnp) via a merz sales representative concerning a female patient of unknown age who received radiesse(+). Relevant medical history and concomitant medications were not reported. On (B)(6) 2019 the patient was injected with 1.5ml radiesse(+) into the chin for mentum augmentation (skin cosmetic procedure). It was noted that the 27g needle that came with the filler was used for injection. The injections were placed at the periosteum level in 0.1 to 0.3 aliquots across the mentum. Aspiration was performed during injection. There were no immediate signs of occlusion, no pain, no blanching or bleeding. On (B)(6) 2019 the patient contacted the office with complaints of left chin pain and was instructed to come in immediately. Upon evaluation, it was noted that the area was consistent with vascular occlusion. The area was cleaned and injected with 1ml of 2 percent xylocaine. Nitro patches were applied to the area and the patient was started on a medrol dose pack with keflex. On (B)(6) 2019 the patient was started on celebrex 200mg twice daily (bid). The patient was seen in the office from (B)(6) 2019 during which time each day that area was cleaned and injected with 0.5ml kenalog and 0.5ml 2 percent xylocaine. At the time of reporting, the event was resolving as the area had a small scab. Monitoring was on going as of (B)(6) 2019. Causality was unknown. The lot number was not reported.